Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead is thought to have exhibited far field r-wave (ffrw) over-sensing. The ra lead was reprogrammed. The ra lead is now exhibiting under-sensing, which has led to atrial pacing inhibition. The ra lead remains in use. No patient complications have been reported as a result of this event.